Manufacturer narrative:
Provided lot number 814551 is incomplete. It can only be assumed that the correct lot is 8145551, therefore the a mre was performed for this lot: part: 03.505.003, lot: 8145551, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 06.mar.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Visual inspection: the shaft for 90 screwdriver (p/n: 03.505.003, lot number: 8145551) was received at us customer quality (cq). The visual inspection of the compliant device indicated that the axel and gear cover components were received disassemble from the shaft component, and the gear component was not returned. The threads of the gear cover looked stripped. No other damages were observed on the device. Functional test: the complete functional test cannot be performed as all the mating devices were not returned. The compliant device was only returned with the only housing component gear cover and axel. The gear cover was not able to assemble due to the stripped thread condition. Can complaint be replicated with the returned device(s): unable to perform. Dimensional inspection: a dimensional inspection was not performed as it is irrelevant to the complaint condition. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed current/ manufactured. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the overall complaint condition was confirmed for the received device as the gear was missing from the device assembly and the gear cover was not able to assemble, which could have contributed to the alleged functional issue. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent an open reduction internal fixation of the rib. The retention rings in the distal gears of the head of the screwdriver dislodged while the screwdriver was being used in the patient. There was no surgical delay reported. The procedure was successfully completed. Concomitant device reported: unknown screw (part # unknown; lot # unknown; quantity: unknown). This report is for one (1) shaft for 90° screwdriver. This is report 1 of 1 for (B)(4).